Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. The surgeon communicated the intent to revise both the tibial and talar components, with a planned revision to an inbone tibia and talus using a flat-cut technique. Invision components may be utilized if deemed necessary intraoperatively.